Event description:
It was reported that during a percutaneous coronary intervention (pci) a stent damaged occurred. The patient presented with stable angina pectoris and a positive myocardial perfusion scan was admitted for elective pci of the proximal and distal right coronary artery (rca). Access was obtained via the right radial artery using a non-bsc 6.5 fr sheathless jr4 guide catheter. A non-bsc guide wire was placed in the posterolateral (pl) artery. The procedure was complicated by extensive dissection of the rca, which was likely related to difficult wire manipulation to gain access to the pl artery. A 3.5 x 38 mm non-bsc stent and a 3 x 38 mm promus element stent were placed respectively in the proximal and mid-part of the rca. The angiographic control showed a timi 1-2 flow with residual dissection of the distal rca. An attempt was made to place a 2,75 x 38 mm promus element stent in the distal rca but the stent failed to pass the bend between the mid and distal rca. The strategy was then to use an unspecified extra-support buddy wire and if necessary to increase backup support by using a non-bsc catheter extension. During withdrawal of the crimped stent, there was a deep engagement of the sheathless catheter and the proximal edge of the stent was blocked at the distal tip of the catheter. Again, attempts to capture the crimped stent resulted in significant longitudinal compression of the proximal stent edge. This manifested angiographically by an increase in proximal radiopacity and an "accordioned" aspect of the stent at that level. Moreover, a clear gap between the proximal marker of the supporting balloon and the stent was clearly visible. Again, it resulted in an inability to recapture the crimped stent into the guiding catheter and also in "major" difficulty to advance the stent. It was therefore decided to deploy the stent in the proximal rca on a previously implanted stent. After serial high-pressure post dilatation with an unspecified 3.75 mm non-compliant balloon, the use of an unspecified non-bsc catheter extension and the placement of a high-support non-bsc guide wire in the pl artery, a 3 x 28 mm non-bsc stent was successfully deployed from the distal rca towards the pl artery. The final angiographic control showed a timi 3 flow in the pl artery and a timi 2 flow in a small posterior descending artery (diameter of less than 2 mm). Blood test showed mild increase in cardiac troponin on the following day and the patient remained well at 1-month clinical follow-up.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification of this investigation is user/use error as an undeployed stent is not to be withdrawn into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. (B)(4).